Event description:
It was reported that a malfunction occurred, identified by a malfunction code displayed on the customer's device. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction reoccurred, which the customer acknowledged and understood.